Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model pcb00 21.5 diopter, was performed on the right eye of a female patient. There was no incision enlargement or patient injury. The replacement lens is the same model but a 20.0 diopter. No further information provided.

Manufacturer narrative:
Device evaluation: complaint device was returned for evaluation. Visual inspection at 10x microscope magnification was performed. The lens was observed cut. Only a half of the lens was returned. The condition observed is consistent with a lens that has been cut due to lens explant process. No issue with the product was verified. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no related deviation or non-conformity report for this complaint. During manufacturing process, all lenses are cleaned and inspected at 10x microscope magnification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, returned device analysis and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.